Manufacturer narrative:
The tap was returned for evaluation. Visually confirmed instrument broken at ~70mm mark. Microscopic examination of fracture surface revealed fairly brittle fracture with no indication of fatigue or torsion. River lines suggest direction of fracture. The location and nature of fracture surface suggest failure due to bend stress overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tap sheared in two while in use on the patient. No patient complications were reported.